Manufacturer narrative:
(B)(4). The lot was manufactured from may 16, 2014 to may 17, 2014. Evaluation summary: the device was returned for evaluation with fluid inside of the packaging that contained it, indicating leakage occurred. The device was removed from the packaging, and visual inspection identified an untightened blue winged luer cap. A leak test was then performed; the device was refilled with colored water, its blue winged luer cap was tightened by hand, and the unit was monitored for leakage until the following day. No leakage was observed during this test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The leak site was described as ¿by the filling point / filler neck¿. This occurred during filling with an unspecified solution. There was no patient involvement. No additional information is available.